Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) to assess the instrument test well image in question, and determined that the image was visually positive (m01500). Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when tested on a galileo echo instrument.